Manufacturer narrative:
Conclusion: the relationship between the duration of implant and the incidence of worsening left ventricular function and symptoms of cardiac decompensation cannot be determined from the information provided, however they are considered within the category of conduction disturbances. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that ten months following the implant of this transcatheter bioprosthetic valve, the patient showed worsening left ventricular function and symptoms of cardiac decompensation. Atrial fibrillation was noted prior to implant. Subsequently, the patient was implanted with a permanent pacemaker. No further adverse patient effects were reported related to the device. Device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.